Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" "transducer fault" and "motor fault". The customer performed all transducer and turbine calibrations and turbine differential calibration failed. The customer alleged that main board may be defective. The customer reported that there is no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check, pt800 and pt802 have failed. This issue will be internally investigated within vyaire.